Event description:
Secondary tubing set was used to prepare a bag of mannitol for administration to patient. The nurse inserted the spike into the bag of mannitol. When she went to open the roller clamp the tubing became detached from the bottom of the drip chamber and the medication went all over the nurse and the floor. The patient was not harmed in any way. The patient was later to receive dose of chemotherapy. If this had been attached to a bag of chemotherapy or other toxic agent there could have been significant risk to staff, patient, and visitors. This is the third occurrence this year with secondary tubing coming undone from the drip chamber in our department.